Manufacturer narrative:
(B)(4). The device is expected to be returned for analysis and an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the screwdriver broke while a screw was being inserted during a procedure. Attempts have been made and no further information has been provided.